Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy procedure, after clamping over the tissue, the jaws were difficult to open and the knife did not cut the tissue. The reload was removed and a new one was opened to resolve the issue. There was no patient injury.